Event description:
It was reported that in preparation for percutaneous coronary intervention procedure, a foreign material was noted in the packaging. Upon opening the pouch of this encore 26 inflation device, a 'slip of paper' was noted inside of the pouch. The device was not used and the procedure was completed with another encore 26 inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for percutaneous coronary intervention procedure, a foreign material was noted in the packaging. Upon opening the pouch of this encore 26 inflation device, a 'slip of paper' was noted inside of the pouch. The device was not used and the procedure was completed with another encore 26 inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The device was visually examined and no issues were noted. The unit was functionally examined and the unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be confirmed. (B)(4).